Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
The bedside nurse reported that the purple hub was leaking and came apart from the tubing. It was stated that she immediately clamped the leaking line and switched over the infusion to the red lumen. The lumen was covered and marked do not use.